Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user saw ¿announce carbs¿ on the ilet screen, sought clarification about the meal announcement feature, and reported frequent low blood glucose episodes while describing undertreatment of hypoglycemia; education on the low blood glucose protocol and a training link were provided, and the case was categorized as cause unclear. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting. Investigation included review of available data and user interview. Investigation of this case revealed no device malfunction identified and suggested user-driven undertreatment of low glucose as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.